Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03484. It was reported that guide wire perforation of the catheter occurred. An unspecified pt2 guide wire was advanced to the lesion. A 3.50x12mm promus premier¿ stent delivery system (sds) was selected and advanced however, it was noted that the sds got "stuck" on the wire before it was introduced into tuohy. The sds was removed off the wire. The wire was rewiped. During the second attempt, the sds was reintroduced on the wire. The wire perforated the shaft of the delivery system proximal to the balloon that the stent was mounted on. They removed the sds off the guide wire. The procedure was completed with another 3.5mm x 12mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.